Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that the physician, who is trained in use of the device, attempted femoral arteriotomy closure using the starclose vascular closure system after an interventional peripheral procedure. A little more resistance than usual was felt during sheath split and the sheath split wrong. It split two ways, spiral cut, and came out mangled. The clip fired and hemostasis was achieved with the device. There was no patient injury and no additional information.